Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unexpected blank display due to corroded electronic assembly. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
Customer reported that the insulin pump had recently been submerged in water. Customer reported that the insulin pump was partially functional, however pressing the act button would cause the display to go blank. Customer reported that water was visible under the display screen. Blood glucose level was 330 mg/dl at the time of the call. No further information was provided.